Manufacturer narrative:
Corrected section: d4 - "serial#" incorrect. Pump serial was inadvertently entered. Device serial # is unknown. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the customer reported that the fiber optic was connected however the console only indicated the traditional fluid transducer would send information to the console. No alerts indicated. The customer verified that the staff had unplugged and reattached the fiber optic cable. It was reported that the patient expired.

Event description:
It was reported during intra-aortic balloon (iab) therapy, the customer reported that the fiber optic was connected however the console only indicated the traditional fluid transducer would send information to the console. No alerts indicated. The customer verified that the staff had unplugged and reattached the fiber optic cable. It was reported that the patient expired.

Manufacturer narrative:
Additional information: evaluation method codes. Added: analysis of production records; 3331. Added: historical data analysis; 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the customer reported that the fiber optic was connected however the console only indicated the traditional fluid transducer would send information to the console. No alerts indicated. The customer verified that the staff had unplugged and reattached the fiber optic cable. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: date of death: (B)(6) 2019. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings.

Event description:
It was reported during intra-aortic balloon (iab) therapy, the customer reported that the fiber optic was connected however the console only indicated the traditional fluid transducer would send information to the console. No alerts indicated. The customer verified that the staff had unplugged and reattached the fiber optic cable. It was reported that the patient expired.